Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller was unable to advance past checking the recharger and the controller would sit on that screen. Patient mentioned they were not able to charge their implanted neurostimulator (ins). Patient stated they met with a manufacturer representative (rep) last tuesday who gave them a new recharger cord. Patient mentioned they were still having issues after replacing the recharger and the rep thought the problem was with the controller. Patient noted the controller had not worked all week and when they plugged in the controller would shut off and the screen would go black. Patient confirmed there was no error messages or codes on the controller. Controller showed battery empty recharge your implanted device. Controller showed 100% and implant red. Agent instructed patient to check for damage no visible damage to recharger, controller pins and li battery pack contacts. Call disconnected. When agent got ahold of patient call disconnected. Case reopened and reassigned to send email to repair. Agent made outbound call to the patient due to previous agent call being disconnected. Agent had patient clean recharger pins and controller port. Patient inserted recharger and saw no device found; patient pressed recharge and then saw controller at 100% and implant in red recharging excellent. Patient then saw battery empty cannot provide stimulation. Agent reviewed to charge implant then can use on/off button to turn therapy back on. Patient then saw batteries low- replace the controller batteries soon appear. Patient was able to press ok and confirmed they were still recharging excellent. Agent recommended to fully charge ins then charge the controller. An email was sent to repair to replace the recharger. Additional information was received from the patient. They reported that they were able to get both of the batteries charged up to 100% last night after talking to the previous agent, however, today it's not working inside their body. Agent understood this as patient was not feeling stimulation/therapy. Patient explained that both the controller battery and the implant battery were still at 100% even though last night they turned group c and program 2 on like the manufacturer representative (rep) recommended. Patient stated they sat for an hour and a half with it charging to make sure it would "fix itself" and finally got the implant up to 100%. Patient explained that they had met with the rep last tuesday and was told to switch from group a to group c as group c would cover more area. Agent walked patient through ensuring all programs in group c were turned on. Patient increased the intensities with group adjusted but despite increased intensity patient could not feel any sensation. Agent had patient try switching back to group a. Patient confirmed they immediately felt the stimulation come on and the tingling in their legs. Patient confirmed it was a good sensation and how they like to feel it. Agent reviewed programming information and redirected patient back to their healthcare provider for further programming as needed. Additional information was received from the patient. They reported that they were talking to their manufacturer representative (rep) and they could not fix their device and said to get a new controller. Patient was sent a new recharger telem etry module (rtm) and was using it but they got battery empty no stimulation. The controller battery was at 100% and ins was at 30%. Patient sat all week and tried to use the rtm to charge but could not get the implantable neurostimulator (ins) to move at all. During the call, the patient attempted to recharge the ins and it got stuck on checking the recharger. Patient noted the screen was blue and purple with white lettering. A replacement controller was sent out. Additional information was received from the patient. They reported that they were sent a replacement recharger and then a replacement controller because it was not performing, and they accidentally sent back the battery pack in their old controller. A replacement battery pack was sent out. Additional information was received from the patient. They reported that they received the battery pack and put it in their replacement controller, but the controller was just dark and wouldn't turn on. Patient said there was a solid green light but nothing on the screen. Agent had patient plug controller into ac power without battery pack and confirmed screen turned on. Patient then reinserted battery and confirmed green light was blinking. Agent walked patient through setting up the replacement controller. Patient then tried to start a recharge session but again got stuck on checking the recharger. Patient cleaned connections and tried to start charging again, and the light came on controller but screen was blank, even after pressing buttons. Patient reset controller again, confirmed screen came on. Patient tried to start charging again and got no device found, then after entering passive recharge got number in 90s and then was able to start charging on excellent (controller 100%, implant red). The screen then dimmed and went dark, and green light was still blinking, but patient could not turn the screen back on to check the battery levels. Patient tried pressing buttons, but the screen would either just be all white or bluish. Agent reviewed while implant was still charging, the screen was not working and another replacement controller would be sent out. Patient will call back tomorrow for assistance setting up controller. Additional information was received from the patient. They reported that they received the replacement controller after the original replacement displayed a white screen. Caller stated that they were attempting to pair the controller and the serial number displaying on the screen did not match the serial number of their ins so they selected "other" and the following software problem displayed on the screen - 1-intellis, 2 -3.6, 3-245, 4-ensinterfacesmc. Technical services (tss) instructed caller to remove and replace the battery pack into the controller. Caller confirmed that the software problem continued to display and did not clear from the controller. Caller then removed the battery pack from the controller and connected the controller to the ac power supply, then inserted the battery pack back into the controller and confirmed that the software problem cleared from the screen. Caller confirmed that they were able to successfully pair the controller to their ins and began recharging with excellent recharge quality. Caller stated that their initial issue was that they were unable to charge their ins past 30% and now their ins was 80% charged. Tss reviewed that the issue seems to be resolved and instructed patient to continue to use their equipment as they normally would.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97745nt, serial# (B)(6) was returned for analysis. Analysis found the battery contacts were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.